Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: h12j26043. No exceptions were observed that were related to the reported condition. The problem was not confirmed, as there was no sample available. The cause of the peritonitis could not be determined, as no device malfunction nor use error was identified during the report.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days for this event. The cause of the peritonitis was unknown. Treatment included vancomycin and gentamicin. The patient recovered from the peritonitis. Pd therapy was ongoing. The event was not related to homechoice machine, disposable parts, or any baxter solutions. (B)(4).

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.